Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Continuation of d11: dtba1qq ICD implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, elevated sensing integrity counter (sic), and high rate non-sustained episodes. The lead remains in use because the randomness of the sic does not indicate lead failure. No patient complications have been reported as a result of this event.